Event description:
During an in clinic follow-up, the device was interrogated and the rate response was inappropriate for the patients programming. The device was explanted and replaced to resolve the event. The patient was stable with no consequences.

Manufacturer narrative:
Reported event of pacing problem were not confirmed. The device was at elective replacement indicator (eri) level upon receipt. Analysis performed, including output verification and inspection of header and connectors did not find any anomaly other than voltage being eri level. It¿s expected for device to pace at a lower rate when voltage reaches eri level. Longevity assessment was performed, and device was in the normal range of operation with appropriate longevity.